Event description:
During an incident in england on an unknown date involving an 8 year old boy, this child resuscitator was being used to ventilate but due to a large leak caused by an incorrect mask assembly, it was not possible to support ventilation. Since no other mask was available at the scene, the patient was intubated. The child ultimately came to no harm. It was discovered that a size 3 mask part had been assembled with a size 4 outer part. Laerdal learned of this incident when they were sent a draft of an article to be published in the british journal of anesthesia to alert clinicians of possible lsr mis-assemblies that could affect patients.

Manufacturer narrative:
The child laerdal silicone resuscitator (lsr) involved in this reported incident was not returned for evaluation. The incident description is that due to incorrect mask assembly, it was not possible to support ventilation. A size 3 mask was assembled with a size 4 outer part. Laerdal responded to the editor of the article that the 2 piece face mask described in the article has been widely sold, copied by other manufacturers, and when correctly re-assembled according to the directions for use, has proven to be a reliable and dependable product. Errors in re-assembly are rare and no trend has been observed. A newer one piece mask was introduced in 1999 that is easier to clean and has other improvements which were not prompted by this type of incident. The directions for use for this older style lsr list directions (with illustration) for reassembling the lsr. Laerdal recommends that all parts are carefully inspected for damage or excessive wear and re-assembled according to the pictorial instructions. Laerdal medical reported this incident to authorities. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving info relating to agency's current thinking with respect to MDR regulation interpretation and enforcement policy.